Manufacturer narrative:
Date of initial report: 2017-04-21. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the lf1637 device has tissue sticking to the ridges of the top jaw while sealing and cutting. The customer additionally reported an lf4418 device issued an error message from the generator that read "invalid instrument" when it was plugged into the ligasure cautery port. There was no patient injury.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: 2017-06-01. One lf1637 device was received for evaluation. The lf1637 device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products met specification as received. Visual inspection found no defects. The customer reported tissue sticking. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified and no tissue sticking occurred during testing. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.